Manufacturer narrative:
Follow-up #1 date of submission 01/18/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2016 with the following findings: a visual inspection of the pump showed that the keypad cover was intact. During testing, the ok button was unresponsive; all other buttons responded appropriately. Evidence of contamination was found under the ok key contact. Unrelated to the complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.